Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("haemorrhagic periods"), arthralgia ("very severe joint pain"), fatigue ("constantly tired") and apathy ("I have lost my enthusiasm"). On an unknown date, the patient experienced anaemia ("anaemia"), depression ("depression") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, anaemia, arthralgia, fatigue, apathy, depression and insomnia had not resolved. The reporter considered anaemia, apathy, arthralgia, depression, fatigue, insomnia, menorrhagia and pelvic pain to be related to essure. The reporter commented: the events started 2 years after essure insertion. For over 5 years now, she has been living in (profanity) and feels like she is going mad and is misunderstood because every time she had a major flare-up, her doctor does not understand her symptoms. She will make an appointment for the removal of these implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc; after internal review, patient age and year of essure insertion added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("very severe joint pain"), fatigue ("constantly tired"), apathy ("I have lost my enthusiasm") and menorrhagia ("haemorrhagic periods"). On an unknown date, the patient experienced anaemia ("anaemia"), depression ("depression ") and insomnia ("insomnia "). Essure treatment was not changed. At the time of the report, the pelvic pain, anaemia, arthralgia, fatigue, apathy, menorrhagia, depression and insomnia had not resolved. The reporter considered anaemia, apathy, arthralgia, depression, fatigue, insomnia, menorrhagia and pelvic pain to be related to essure. The reporter commented: the events started 2 years after essure insertion. Patient wanted to have essure removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.